Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.the device was not evaluated, the investigation of the digital (guide) planning is not yet done. In case the investigation reveals, that the digital planning contributed to the even, we will send an additional report. The implant loss issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.